Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d314drg implantable cardioverter defibrillator,  implanted: (B)(6) 2012; product ID: 694858 implantable tachy lead, impl anted: (B)(6) 2005. (B)(4).

Event description:
It was reported that an atrial lead warning for 75 ohms was measured on the right atrial (ra) lead. In addition, there were at/af episodes with noise noted, resulting from possible insulation damage. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.